Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 29-jul-2019 with the following findings: during investigation, the pump was powered on and the display was found to be blank with audible tones and vibrations. The pump revealed a failed display flex that caused the display to appear blank. A test display was used and the test display functioned as it should. The keypad buttons were unable to be tested due to the blank display. The keypad cover was opened and there was evidence of contamination found under all of the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a blank display due to a failed display flex. Further investigation found contamination under all key contacts. This report is made based on results of investigation completed on 29-jul-2019. There was no indication that the product caused or contributed to an adverse event.